Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested positive for microbacterium species. The device was then returned to olympus for evaluation. A boroscope was used to inspect the interior channel walls of the device. There were no signs of foreign material or stains inside the biopsy channel, insertion tube, bending section, bending section cover glue, and elevator forcep raiser of the device. In addition, the device passed leakage testing. The cause of the reported event could not be determined. The device was serviced by adjusting the angulation and returned to the facility.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the device evaluation is still in progress. The cause of the reported event could not be determined at this time. As part of our investigation of this report, olympus made multiple follow up attempts to obtain additional information regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the device tested positive for culture. The type of organism is unknown. No patient infections reported. No additional information was provided.